Manufacturer narrative:
Manufacturer review was completed based on available complaint information and system case logs, as the system remained at the customer site and was not physically evaluated. Review of the case logs, including setup, calibration, self-test results, navigation data, potential interference indicators, and complaint history, did not identify evidence of system malfunction or inaccuracy. The logs indicated the user navigated to or near the smartclip during the surgical excisions. Based on the available information, the reported system inaccuracy could not be confirmed.

Event description:
During a lumpectomy procedure, the physician reported a discrepancy between the expected clip location and the system-indicated location. Initial specimens did not include the clip; the clip was retrieved in a subsequent excision. The physician reported the final specimen was larger than initially planned.